Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : ais type of procedure or technique used : correction fixation it was reported that intra-op, tip of the driver was broken while trying to break off the set screw. No fragment remaining in the patient. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.